Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a thrombus occurred. During a left atrial appendage closure (laac) procedure, a versacross large access kit was selected for use. The transseptal puncture was completed successfully. It was noted that there was a thrombus appeared on the sheath. A full dose of heparin was administered only after the puncture. The procedure was completed successfully, and no other patient complications or interventions were reported. The device is not expected to be returned for analysis. It was further informed that the patient was being treated for atrial fibrillation of the patient and bleedings. The physician believes the radio frequency puncture is much more thrombogenic and heparin should be use before and completed after. But at the same time he does not like to use heparin before the transseptal puncture. The procedure was not so long to measure act. The thrombus appeared just after the transseptal puncture. No medical intervention needed and was not kept hospitalized. It was further confirmed the thrombus was noted on the dilator. The watchman sheath was used after the thrombus appeared.

Manufacturer narrative:
Additional information was provided, and it was clarified the correct device was nrg. This emdr was originally submitted for versacross large access solution kit. At the time of initial reporting, the exact device part and lot number was unknown. Further information clarified that a nrg transseptal puncture device used to perform the procedure. It is the purpose of this emdr to clarify that the reported allegation for the nrg device used for this procedure was already reported to FDA under report number 2124215-2023-61523, and this report number 2124215-2023-61119 is not required. A supplemental medwatch report for report number 2124215-2023-61523 will be filed if any further relevant information is received.

Event description:
It was reported that a thrombus occurred. During a left atrial appendage closure (laac) procedure, a versacross large access kit was selected for use. The transseptal puncture was completed successfully. It was noted that there was a thrombus appeared on the dilator. A full dose of heparin was administered only after the puncture. The procedure was completed successfully, and no interventions reported. The device is not expected to be returned for analysis. It was further informed that the patient was being treated for atrial fibrillation of the patient and bleedings. The part and lot number of the device was not kept. The physician believes the radio frequency puncture is much more thrombogenic and heparin should be use before and completed after. But at the same time. He does not like to use heparin before the transseptal puncture. A full dose of heparin was administered only after the puncture. The thrombus appeared just after the transseptal puncture. No medical intervention needed and the patient was not kept hospitalized. It was further confirmed the thrombus was noted on the dilator. The watchman sheath was used after the thrombus appeared. It was further reported that the suspect medical device was an nrg rf transseptal kit, not the versacross large access kit.